Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported by the biomedical engineer that they received sensors that do not work. Specifically, the sensor was unable to detect pr/spo2 values and the plethysmograph was a straight line with occasional "upward and downward" lines on plethysmograph view. When the crna applied a tc-1 to pt's ear, spo2/pr values and plethysmograph waveform were detected. It was noted that multiple attempts were made that day to use the dc-1 on subsequent operating room pts with the same results as noted above. During ongoing troubleshooting with the sensor attached to an lncs mp 10 cable and connected to a philips fast mx2, it was noted that the red/infrared lights were blinking and a "squiggly" line appeared in the plethysmograph view, but no values. Additionally, there were intermittent pr-spo2 values detected, but an irregular plethysmograph that did not correlate with the pulse rate. A new sensor was obtained from biomed and there have been no reported issues of a sensor not working.